Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿feb 2021¿ through ¿may 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/ 3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). After loading the seal, they pulled out the delivery handle, but couldn't pull it out without a lot of effort.